Manufacturer narrative:
Concomitant product(s): dtbb1d1 ICD, implanted: (B)(6) 2014; a 5071-53 lead, implanted: (B)(6) 2014; a 6996sq58 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the left ventricular (lv) lead exhibited out of range impedance. The leads remains in use. No patient complications have been reported as a result of this event.